Manufacturer narrative:
Customer followed up regarding the issue, clarified the dates of occurrence, and the pump was replaced.

Event description:
It was reported that ongoing intermittent occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. Reportedly, the customer was using novolin r insulin with the pump. Tandem customer technical support informed customer that novolin r insulin is off-label per the user guide. Ongoing troubleshooting with tandem technical support ultimately led to a pump replacement. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer was using novolin r insulin with the pump. Tandem customer technical support informed customer that novolin r insulin is off-label per the user guide. Customer changed cartridge and infusion set to address the issue. There was no reported adverse impact to the customer¿s blood glucose level.